Event description:
In deploying a coronary stent in the proximal lad the balloon was inflated to the appropriate atmospheric pressure. After deployment the balloon would not deflate. Several attempts were made with different inflation devices and syringes with negative pressure. All attempts were unsuccessful. The pt was experiencing severe chest pain, acute st elevations on ECG and becoming unstable. Decision was made to rupture the balloon using increased pressure. At 25 atm the balloon partially ruptured. Another inflation to 25 atm was done with complete rupture obtained and the balloon was removed. The ECG changes and chest pain resolved shortly thereafter.